Event description:
It was reported that (1) device was used during a laparoscopic cholecystectomy. It was reported by the affiliate that the er320 instrument clips do not sent in the jaw properly and some clips do not close correctly. Another er320 instrument was used to complete the case. There was no consequence to the pt.